Event description:
It was reported that a malfunction alarm occurred. Contact cleared the alarm, and insulin delivery was resumed successfully. Customer's blood glucose was within range (value not provided).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.